Manufacturer narrative:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.

Event description:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Concomitant medical products: rd118854 m2a 38mmx54mm cup 283081, 11-173663 m2a 38mm mod hd +3mm nk 421620. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 -2019 -05774 cup, 0001825034 -2019 -05775 head.

Event description:
It was reported by 411 group that patient underwent left total hip arthroplasty sixteen years prior. Subsequently, patient may undergo a revision on an unknown date due to squeaking, discomfort and cysts in pelvis. Sales rep was inquiring about implant records. Attempts were made to obtain additional information; however, none was available.